Event description:
The user facility reported that the tip of the bone hook broke off during surgery for total hip arthroplasty. An x-ray was taken and the broken tip was not located. No pt injury is reported.